Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm in diameter abdominal aortic aneurysm. The proximal neck was 21-22 mm in diameter and 25 mm in length. It was reported that during the index procedure, it was suspected that the bifurcate was implanted covering the renal artery however, there was no blood flow delay into renal artery, and the suspicion was determined to be caused by parallax difference and the procedure was completed. One week post evar, angiography revealed blood flow delay of the left renal artery and right renal artery. The right renal artery was urgently treated by pta, and a bare metal stent was implanted and was patent. The left renal artery was occluded but the physician decided that no action was required and the patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.